Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h6: photo investigation: the unknown 4.5 mm lcp proximal femoral plate was not returned. A photo-investigation was performed on the received x-ray image. Upon inspecting the image, no issues were observed with the devices. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint cannot be confirmed during photo investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). 510k: this report is for an unk - plates: 4.5 mm lcp proximal femur plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, a hardware removal/revision of open reduction internal fixation(orif) proximal femur is going to take place on (B)(6) 2021. There is a 4.5 lcp broad plate/screws and cables involved. It was unknown if the removal/revision was completed successfully. The patient outcome was unknown. This complaint involves unknown number of devices. This report is for (1) unk - plates: 4.5 mm lcp proximal femur plate. This report is 1 of 3 for (B)(4).

Event description:
It was reported that on (B)(6) 2021, a hardware removal/revision of open reduction internal fixation (orif) proximal femur on an unknown patient. There is a 4.5 lcp broad plate/screws and cables involved. There were no allegations made against the plate and screw construct. This was a periprosthetic fracture that involved removing the plate and cables and revising with a longer plate and cables. The patient and procedure were unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.